Event description:
It was reported that an alert was triggered for fluctuating impedance on the right atrial (ra) lead. The lead also exhibited noise and undersensing. The ra lead was reprogrammed and was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 694965 lead 2006-(B)(6). (B)(4).